Event description:
A customer reported that unexpected negative reactions were obtained with the 2-cell screen (lot x367) on the galileo neo instrument.

Manufacturer narrative:
Upon review of the image result files, the antibody screening and identification results appeared as reported by the neo. Negative results were obtained with e positive cells in the screening assay and visually appeared negative. Controls reacted as expected. The antibody identification assay was performed and e positive cells resulted as equivocal (cell 1) and negative (cell 3 and cell 6). Results visually appeared as expected. The customer was referred to the limitation section of the package insert, which states: "negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed."